Event description:
During a hand assisted nephrectomy procedure, the device was fired four to five times. The firing handle did not appear to stay close to the first handle after it was fired. It did staple and cut at first look. However, after 15 minutes upon reinspection, some of the staples were not fully formed and bleeding occurred. On the second firing, the same thing occurred with the firing handle. The case was completed with this device. There was no pt consequence.